Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. The customer was instructed to perform a bf wash prime, but error persisted. Fse then instructed the customer to power down the analyzer and power back up after some minutes. The customer powered up the analyzer and successfully performed substrate prime and bf wash prime without error. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 training manual under tab 8: troubleshooting states the following: [2017] substrate purge failure is generated when no substrate was dispensed at daily maintenance. The operator is instructed to check substrate level and replace as necessary, repeat daily maintenance. [5018] assay aborted is generated when assay is aborted due to fatal error occurs. The operator is instructed to inspect the possible causes of operational failure, repeat assay. The most probable cause of the reported event is due to failure of the waste pump.

Event description:
A customer reported getting error messages "5018 assay aborted assay operation aborted" and "2017 substrate purge failure" while attempting calibration on the aia-360 analyzer. The customer primed the analyzer and restarted, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.